Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The bolts and nuts broke during surgery.

Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. A previous investigation was conducted for this failure. The previous investigation noted due to the existence of the weld wire across the shaft and the condition of the instrument, excessive use of the instrument is suspected. The root cause is being attributed to device wear from, normal use and servicing. A search of the complaint database did not reveal any trend of this type failure. Based on the determination of devide wear from normal use and servicing and the low frequency of reports for this failure, no corrective action is being pursued at this time. Monitor future reports through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.